Event description:
It was reported that a user¿s dexcom g6 failed to pair with the ilet after multiple attempts, including a firmware update on the ilet, while the g6 remained connected to the dexcom app and the user confirmed correct transmitter and sensor details. Symptoms included inability to view glucose readings on the ilet. Outcomes included interruption of continuous glucose data on the ilet without reported alerts, alarms, or medical intervention. Investigation included guided troubleshooting and education focused on bluetooth pairing and configuration review. Investigation of this case revealed a pairing failure between the ilet and the dexcom g6 cgm component despite correct sensor and transmitter entries and functioning cgm-to-app connectivity, consistent with a communication or connectivity issue limited to the ilet interface. It was concluded, based on previously established findings for similar reports, that the cause was likely a pairing or communication anomaly not reproducible after standard troubleshooting.